Manufacturer narrative:
Findings: pump received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 48 mg/dl at the time of the call. The customer did not mention how they were treated for their blood glucose levels. The customer stated that they jumped in the pool with their insulin pump to save their daughter the customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.